Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-mar-2026, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump had a pressure issue/was not working. This was discovered during a procedure with no patient harm. Additional information provided 26-mar-2026: it was further reported this occurred during a shoulder arthroscopy procedure with the pump settings at the time of event being set to 40. The case was completed with another dualwave pump. No extravasation was noted during the procedure.